Event description:
Per the clinic, the patient experienced a headache and pain leading to device non-use. The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 25, 2024.